Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. In this case, it was reported that the balloon was inflated to 16 atmospheres. It should be noted that the armada 18 instructions for use states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ it could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the pinhole rupture. The investigation determined that the reported balloon rupture likely occurred due to interaction with the heavily calcified lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4).the device is expected to be returned for evaluation. It has not yet been received. A follow report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, heavily tortuous, de novo superficial femoral artery. The 6.0x150mm armada 18 balloon dilatation catheter was pressurized to 16atm for 180 seconds and the balloon ruptured on the first inflation. A new same size armada 18 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.